Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: territory 201 reports the strike knob broke off during cup inpaction. Conclusion and justification status: the complaint states the strike knob broke off during cup inpaction. The investigation confirms the failure mode as reported. Examination of the device confirms that this product was manufactured to a previous design. The new design has been released. It should be noted that this device was made from the previous design. No further actions are identified. The complaint shall be closed with a justified conclusion and entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The strike knob broke off during cup inpaction.